Manufacturer narrative:
Litigation alleges patient was revised to address pain, discomfort, swelling and difficulty sleeping. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update ((B)(4) 2017) medical records received. In addition to the previously reported allegations, left hip revised for pain and implant loosening. Revising surgeon noted that there was "obvious metal staining of the soft tissues and a large effusion, as well as some dense scar suggestive of a small pseudotumor". Identified metal staining on the back side of the metal liner. Cup demonstrated "some obvious tiny motion when stressed". Upon explanting the cup, noted that there was only a small patch of bony ingrowth--mostly it was fibrous ingrowth. Implant loosening and adverse tissue reaction added to existing harms. See (B)(4) for additional products also reported for this same hip revision date. Prod/lot updated.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, discomfort, swelling and difficulty sleeping.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear. Doi: (B)(6)2009 - dor: (B)(6)2014 (left hip)

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.